Manufacturer narrative:
Device as received would not pass functional test. Device received with locking mechanism loose to close, thereby the arm had some movement. The device history record for item a1059 sn (B)(4) had no abnormalities related to the reported incident found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Complaint event confirmed. Root cause for loose lock is unknown, however most likely reason is wear and tear. This condition would most likely have been discovered by inspection and functional testing prior to use.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp had a problem with tightening. The device loosened during surgery and the patient acquired a small laceration. Complementary information received on 19nov2018 with the following: on (B)(6) 2018, a (B)(6) year old female patient underwent an implantation of vertebral arthrodesis device for severe kyphoscoliosis. It was reported that the mayfield skull clamp was used in the anterior decubitus. When the device was unlocked, the medical staff discovered that the patient's head had slipped on the pins and that the patient's forehead was resting on the clamp; the head was not anymore locked in the clamp. Clinical consequences were reported as the patient had no cutaneous lesions following forehead rest on clamp nor ocular compression. There was no cervical lesion seen. The patient had two superficial lacerations at the pin level following the head slip.